Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump¿s battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 03/14/2014-device evaluation: the pump has been returned and evaluated by product analysis on 02/26/2014 with the following findings: a review of the pump¿s history showed evidence of short battery life on 11/04/2013 illustrated by a significant voltage drop. The pump powered on normally during testing and was able to be primed successfully. The pump was exercised with no power loss or battery warnings. The current draws were found to be out of specifications. The pump¿s cover was removed and an internal component of the printed circuit board was found to have an intermittent connection. The connection was re-established and the current draws went back to specifications. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.